Event description:
Same case as 1527460-2010-00150. The complainant reported an under-delivery. The reporter conducted the delivery test using water. The rate was set at 150 ml per hour and run for 30 minutes. The pump delivered 100ml.

Manufacturer narrative:
(B)(4). Excess flow or over-infusion - (B)(4). No patient involvement. The device reported, (B)(4) , is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically.